Event description:
Device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Lead revision surgery is planned. Lead break is suspected. No adverse event was reported in conjunction with the high impedance condition. Report is incomplete because device tracking information was not forwarded to manufacturer after initial implant surgery and attempts to obtain additional info from treating physicians has been unsuccessful to date.

Event description:
Product analysis was performed. The setscrew marks present on the connector pin shows evidence of proper mechanical and electrical contact with the generator. A break on the negative coil at 45.5 cm from the connector pin tip was observed. A continuity check using a multimeter (00623) was performed on the lead portion returned. No discontinuities were identified on the positive lead portion returned. Scanning electron microscopy was performed on the broken lead coil. The high impedance complaint was duplicated, it was identified that the negative lead coil fractured while stimulation was present for some period of time after the fracture occurred, as evidenced by the presence of pitting on the broken coil wire. Product analysis on the concomitant device (pulse generator) was also performed. There was no visual anomalies identified or observed with the pulse generator. The pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specification.